Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a declot procedure was being performed in angio on a (B)(6) female patient with a forearm graft. The physician noted while removing the catheter after attempting declot, the end broke. As a result, another kit was opened. See MDR number 2242445-2012-00035 for the second report involving the same patient. The physician noted the procedure took four hours. It was a very tough declot. Additional information received on (B)(6) 2012 states the orange inner lumen broke off.